Manufacturer narrative:
(B)(4). Results of investigation: the suspect component was returned to carefusion¿s failure analysis laboratory and an investigation was performed. The vela rear switch was identified to have minor carbon scoring and electrical damage to the contact pads, which may have contributed to the reported issue. A root cause cannot be determined as the reported issue could not be duplicated in the laboratory setting. At this time, carefusion will track and trend this reported issue and internally investigate the situation.

Event description:
The customer reported while using the vela ventilator; the unit has shut off and turned back on within seconds. The customer reported this is the second occurrence as they were transporting the unit with a patient and going over the elevator threshold bump; the unit shut off and turned back on within seconds. The customer reported checking all the connections and reported everything was secured tightly. The customer reported being unable to duplicate the reported issue. The customer reported no patient consequence is associated with the event.